Event description:
It was reported that during a ptca procedure in the mid rca, when another co's stent was being advanced to the lesion, the uni-core guide wire bent. When an attempt was made to remove it from the body, the core of the guide wire separated. Subsequently, another uni-core guide wire was used in an attempt to retrieve the separated guide wire tip (off label use) resulting in another tip separation. The second guide wire tip was removed without difficulty. The first guide wire separated tip remains in the pt.